Event description:
It was reported that the customer required medical intervention due to 2 events of low blood glucose. The blood glucose reading was either 23 or 32 mg/dl at the time of the hospital visit. The customer was treated, though not admitted on both occasions. The customer's mother stated that she was unsure if the sensor was reading correctly, stating that she went through the calibration history but found that her daughter had not calibrated the sensor all day. She was unsure of whether the continuous glucose monitoring system had detected the low blood glucose reading. She noted that the customer uses the threshold suspend feature to treat low blood glucose instead of taking carbohydrates; she was aware that this was incorrect use. She declined troubleshoot, stating that they did not have any issues with the sensor/insulin pump as long as the customer used them correctly. She stated that she has to monitor the customer, as she has addison's disease, to insure proper use. Nothing further.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-44092.